Event description:
The customer's parent reported via phone call that the customer had a missing battery cap. The parent also reported the customer's blood glucose rose to between 400 mg/dl and 500 mg/dl. It was also reported the customer's blood glucose reached 600 mg/dl in the past. The customer was treated with 5 to 6 units of insulin. It was found the customer was not connected to the insulin pump during these high events. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.